Manufacturer narrative:
Investigation summary: since the device was not returned to the service hub for assessment, we were unable to replicate or verify the reported issue. A 12-month service could not be performed because no serial number was provided.

Event description:
The event involved plum 360 infusion pump where the customer reported that air was moving past distal air sensor; air did reach patient. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. E1 - (B)(6).